Manufacturer narrative:
Because the location of the lv lead was good, the physician elected to cut the fractured portion out of the lead, repair the remaining portion, and then reconnect the repaired lead to the newly implanted device. The fractured portion of the lv lead will not be returned for laboratory analysis. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
Boston scientific crm received information that during a normal device replacement, it was discovered that this left ventricular (lv) lead was fractured close to the pocket. The fracture was confirmed through x-rays. No adverse patient effects were reported. In addition, it was believed that the fracture occurred at the beginning of the year as it was noted that the pacing impedance measurements on this lead increased from 1500 to 2000 ohms during that timeframe.